Event description:
During an introitus procedure, balloon had been broken from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.